Manufacturer narrative:
Date of event is estimated. Exact implant date is unknown. Further information requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that following a lead replacement procedure (related manufacturer reference number:1627487-2020-23131), the ipg was unable to communicate with external devices. Troubleshooting was able to recover the ipg. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.